Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 31-40 (mg/dl). To treat the low bg level, the customer consumed a candy bar and coffee. Reportedly, the customer's health care provider adjusted the basal rate settings for diabetes management.